Event description:
A 69-year-old woman who underwent microneedle cosmetic procedure in the lower part of her face on (B)(6) 2023 (ellacor micro-coring device), who presented on (B)(6) 2023 with several weeks of papular/nodular lesions in the site of the procedure, (B)(6) 2023 biopsy revealed a granulomatous infiltrate, and culture grew mycobacterium abscessus subsp. Abscessus, compatible with a rapid growing mycobacterial skin and soft tissue infection. The physician who performed the procedure and referred the patient to the infectious diseases clinic reported that they had not observed any other similar cases. The patient received 6 months of combination antibiotic treatment in the outpatient setting with complete resolution of symptoms and signs of infection. Culture of second left jawline biopsy obtained on (B)(6) 2023 also grew mycobacterium abscessus subsp. Abscessus. (B)(6).